Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was stuck and did not load any metal clips into the jaw. Subsequent firings were smooth. After device collected the first clip that was found deformed, another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.